Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient complained of pain in left side. Acetabular and proximal femur were revised.

Manufacturer narrative:
An event regarding loosening involving a vitalock shell was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the device indicates white mater was observed and found to be bony matter. Material analysis of the returned device noted: "white matter was observed within the porous coating of this device. [...] Eds analysis was also performed on the white matter observed in the porous coating of the vitalock shell. Eds analysis showed the white matter to be made of ca and p consistent with bony matter. Medical records received and evaluation: a review of provided records confirmed the reported loosening. Clinician review of the provided records noted: "x-ray copies available for review, all undated, include an ap of the left hip demonstrating a total hip arthroplasty with a loose acetabular component with one screw in situ. [...] No patient demographics, no clinical or past medical history, no operative reports, and no complete dated and labeled serial x-rays are available for review. Based upon the material analysis report, no evidence of material or manufacturing defects were observed as the cause of any clinical problems in this case." An addendum to the initial report was requested after a revised material analysis report was completed; the addendum concluded: "the revised mar does not alter the conclusions of my earlier report." Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: a review of medical records confirmed the reported loosening. The cause of the event could not be determined as further information such as patient demographics, clinical medical history, op notes, and complete dated x-rays are needed.

Event description:
It was reported that the patient complained of pain in left side. Acetabular and proximal femur were revised.